Manufacturer narrative:
The device was not returned to the MFR for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis pt reported a fluid leak during treatment, the pt was in fill 3/6 and was experienced trouble bypassing a pneumatic pressure leak message. The pt disconnected and identified the damp cassette inside the cassette compartment. The patient's effluent remained clear. The pt did not use prophylactic antibiotics. The pt completed treatment with manual exchanges.